Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic non-dependent patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited high pacing impedance, loss of capture and loss of sensing in bipolar configuration. Chest x-ray revealed clavicular crush. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and was discharged home the following day.